Event description:
It was reported by the patient's spouse that the patient was hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 700 mg/dl while wearing the pod. The patient's spouse stated that the pod was not responding to the corrections being administered. Symptom reported include hyperglycemia and weakness. At the hospital, the patient was diagnosed with a urinary tract infection (uti) and dka. The patient was treated with insulin, antibiotics and fluids via intravenous. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pod was not responding to the corrections being administered. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6.